Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had an unresponsive touch screen, specifically the left side, which prevented the user from unlocking the pump to change insulin; the device was removed and the user transitioned to backup therapy with multiple daily injections. Symptoms included no reported adverse clinical effects and a recorded blood glucose of 182 mg/dl. Outcomes included interruption of insulin delivery from the pump and continuation of diabetes management via backup therapy, without hospitalization. Investigation included remote troubleshooting and attempted restart, which did not restore function, and arrangement for device replacement. Investigation of this device revealed a nonresponsive display/touchscreen consistent with a device malfunction affecting the user interface; replacement was provided and the original device was requested for return. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen/display with undetermined underlying mechanism pending physical evaluation.